Event description:
The customer reported a failure to discharge. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure discharge. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom could not be reproduced. It was noted the pt connector was worn and discolored. An event on the device was reviewed and is consistent with a pads off condition. The pt connector was replaced per the discretion of the bench tech for preventative measures. The device passed all testing and was returned to the customer site. The reported symptom could not be reproduced and we are therefore, unable to determine the cause of the reported symptom.